Event description:
It was reported that at three month follow up visit the left ventricular (lv) lead exhibited an increase in thresholds and, a chest x-ray showed a slight recoil of the lead. The lv lead configuration was re-programmed. At six month follow up visit the lv lead threshold was high but stable. Additional subsequent follow up visits revealed the threshold was high but stable and, lv configuration was re-programmed. The lv lead remains in use. No patient complications have been reported as a result of this event. The patient is a participant in a clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.